Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had problems with buttons on the insulin pump. Customer stated that the act button does not work. Customer's blood glucose was 250 mg/dl. Customer stated that the pump was not dropped, bumped, or exposed to moisture. Customer confirmed that they have a back-up plan. A pump replacement will be needed.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to the keypad traces. The pump was received with a missing end cap sticker. The pump was received with a cracked case at the display window corners and battery tube threads and minor scratches on the lcd window.